Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. Once advanced out of the distal end of the endoscope, it was noted that the sheath is split. Device was removed and another of the same device was used to complete procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. Between approximately 112 cm and 120 cm from the proximal hub there is damage to the catheter. There are several cracks along the length of the catheter in that section. No part of the device appears to be missing. The balloon could not be inflated in this condition. The balloon appears to be in the original fluted and uninflated state. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.